Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported event of persistent low flow on (B)(6) 2025. The account attributed the low flow to an extrinsic outflow graft obstruction; however, the obstruction could not be confirmed through this evaluation as no images were submitted. The submitted controller event log file contained data from (B)(6) 2024 through 09:15:38 on (B)(6) 2025. The fixed speed was set to 5700 revolutions per minute (rpm) with a low-speed limit of 5400 rpm. Normal operation of the system was captured through(B)(6) 2025, during which flow ranged from 4.2-5.6 liters per minute (lpm) and power ranged from 4.057-4.471 watts (w). On (B)(6) 2025, flow suddenly decreased from 5.0 lpm at 08:38:40 down to 0.0 lpm by 08:41:15. Flow was captured at 0.0 lpm for the remainder of the file. A corresponding decrease in power was also observed, with values dropping to approximately 3.2-3.3 w. The driveline was then disconnected at 09:10:54 and reconnected a few minutes later, which appeared consistent with the report of a system controller exchange followed by reconnection to the original system controller. The pump ramped back up to the set speed without issue; however, flow remained at 0.0 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a computed tomography (CT) scan was performed. Thrombus was confirmed in between the outflow graft and the bend relief. There were no changes in patient anticoagulation that may have contributed to the thrombus.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had an acute onset of persistent low flow since 0845hrs on (B)(6) 2025. The patient's hemodynamics were stable. Log files were sent for review. The event log file began capturing low flow events on (B)(6) 2025 at 8:38:55. The flow dropped to 0.0 liters per minute (lpm) at 8:41:15 and remained at 0.0 lpm for the remainder of the log file. Power decreased around this time also. A driveline disconnect was captured at 9:10:54. Power was removed at 9:11:32 and restored at 9:12:43. The driveline was reconnected at 9:13:18. The pump returned to operating above the low-speed limit (lsl) at 9:13:23 but flow remained at 0.0 lpm.

Manufacturer narrative:
A4 patient weight was not provided. B5: additional information. H6: codes updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of the persistent low flow was determined to be thrombosis at the outflow graft. The cause of the driveline disconnect was a controller exchange. The patient was initially asymptomatic with stable hemodynamics but went into pulmonary edema 3hrs later & was intubated with initiation of inotropic support for hypotension. The pump flow resumed around 3pm and resumed stable flow of > 3l/m around 4pm. Inotropic support was weaned off at 5am and the patient was extubated on (B)(6) 2025. Pump flow & hemodynamics have been stable since and the patient was currently recovering at step down unit, home discharge was to be planned soon.

Event description:
The controller was exchanged due to a controller fault. A controller issue was ruled out and therefore the patient was reconnected to the initial controller (B)(6).

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported event of persistent low flow on 02jan2025. The account attributed the low flow to thrombosis at the outflow graft; however, the suspected thrombus could not be confirmed through this evaluation. The submitted controller event log file contained data from 25dec2024 through 09:15:38 on 02jan2025. The fixed speed was set to 5700 revolutions per minute (rpm) with a low-speed limit of 5400 rpm. Normal operation of the system was captured through (B)(6)2025, during which flow ranged from 4.2-5.6 liters per minute (lpm) and power ranged from 4.057-4.471 watts (w). On (B)(6) 2025, flow suddenly decreased from 5.0 lpm at 08:38:40 down to 0.0 lpm by 08:41:15. Flow was captured at 0.0 lpm for the remainder of the file. A corresponding decrease in power was also observed, with values dropping to approximately 3.2-3.3 w. The driveline was then disconnected at 09:10:54 and reconnected a few minutes later, which appeared consistent with the report of a system controller exchange followed by reconnection to the original system controller. The pump ramped back up to the set speed without issue; however, flow remained at 0.0 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.